Event description:
It was reported that the patient underwent a replacement surgery in which an unspecified penile prosthesis was removed and a new tactra device was implanted. No additional information was reported.